Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, they could not get the hemopro into the btt port. Seemed like it was getting caught on something. Once they gave it a good push it wen through, but it wasn't gliding well, so they didn't think it was safe to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Record trackwise ID # (B)(4). The hp1 and cannula were returned to the factory for evaluation. The btt port was not returned with the hp1 and the cannula. A visual inspection was conducted. No signs of clinical usage and evidence of blood were observed on both the handle as well as the jaws of the hemopro tool. There was no signs of clinical usage and evidence of blood for the cannula as well. The hemopro tool and cannula were tested together wih a reference btt port and the investigation concluded that the devices worked without issue. Since the reported btt port was not given, the cause is undetermined. No other visual defects were observed. The reported btt device was not returned for evaluation; therefore, the reported failure mode "fitting problem; btt" could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, they could not get the hemopro into the btt port. Seemed like it was getting caught on something. Once they gave it a good push it wen through, but it wasn't gliding well, so they didn't think it was safe to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.